Event description:
Received info of air bubbles in the pt line and luer lock. Customer's blood glucose level was elevated. Customer was able to remove air bubbles.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.